Event description:
The customer reported erroneously low troponin I (access accutni) result, within the normal reference range, for one patient, involving the unicel dxc 600i synchron access clinical system utilized in conjunction with the access accutni assay and calibrator. The erroneous result was released out of the laboratory and questioned by the physician. The patient¿s sample was reanalyzed on an alternate methodology and then retested on two access 2 immunoassay systems; similar higher results were obtained from both methodologies. There was no report of patient injury or change in patient treatment associated with this event. The customer¿s biomedical engineer evaluated the instrument and replaced the sample probe. System check was performed and passed within specifications. The patient¿s sample was collected into a 3 ml lithium heparin primary tube and centrifuged at 3,000 rpm (rotations per minute) for three minutes. System checks, performed on (B)(6) 2013, were within the acceptable range. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer's biomedical engineer resolved the issue.